Event description:
It was reported that the patient¿s ipg had flipped in the pocket. As such, surgical intervention took place on (B)(6) 2024 wherein the ipg was repositioned in the same pocket to addressing the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.